Event description:
It was reported to medtronic minimed that the customer experienced hyperglycemia during normal use and alleged that the insulin pump was under delivering the insulin. The customer's blood glucose value at the time of the event was 293 mg/dl. The high blood glucose was treated with a corrective bolus. The event involved product mmt-1886. Troubleshooting was performed, including checking for kinks, air bubbles, and leaks, all of which were not present, and reviewing priming and fill tubing technique. The customer was advised to consider changing the insulin, reservoir, and infusion set, and to monitor for site-related issues. The customer was also informed about the possibility of performing a high pressure (hp) test if high blood glucose persists following a set change. No further patient complications were reported. No product return is required for mmt-1886.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.